Event description:
The patient reported that the time was incorrect on the pump. The patient reported that the time on the pump showed 7:01 am but the actual time was 8:00 pm. The patient reported not being sure when the issue occurred. This report is based on the allegation that the pump clock did not keep time accurately.

Manufacturer narrative:
Follow-up #1 date of submission 03/15/2012 device evaluation: the pump has been returned and evaluated by product analysis on 02/16/2012 with the following findings: there was no activity found outside normal patient's use observed in the pump's history. Evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.